Manufacturer narrative:
Evaluation results: one cadd solis vip was returned for investigation in used condition. A review of the event history log evidenced the following: "(B)(6) 2019 1:40:19 pm info alarm: standard admin set latched. (B)(6) 2019 1:40:19 pm high alarm displayed: cassette not attached properly. (B)(6) 2019 1:40:21 pm high alarm silenced: cassette not attached properly." The customer reported product problem was replicated. A faulty downstream sensor was replaced. The problem source of the reported product problem was unknown. A root cause was not established.

Event description:
Information was received that the cassette on a smiths medical cadd legacy plus infusion pump was not properly attached. No patient involvement.